Manufacturer narrative:
No information to date. Result - investigation still underway, no result to date. Conclusions - no conclusion can be made at this time. This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country. The product is not sold in the USA, but it is similar to a product which is sold in the USA.

Event description:
A hospital in another country reported that the temperature did not rise when using an rt206 breathing circuit.